Event description:
The ortho summit sample handling system, pipelter, instrument reportedly gave an error message 106: +30 vdc dcm power fall range, produced smoke, and a burning smell. No death or serious injury was associated with this incident.